Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead (and full system) was surgically explanted due to exhibiting high pacing thresholds 5.5@2.0ms, high intrinsic amplitude 6.8mv, and high out of range shock impedance (127 ohms) with a suspected twiddlers syndrome. Besides surgical intervention, no adverse patient effects were reported. No new system implanted at this time. The rv lead is expected to be returned for product analysis.

Manufacturer narrative:
A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the failure to follow instructions conclusion was selected because the reason for the alleged observations could not be determined.

Event description:
It was reported that this right ventricular (rv) lead (and full system) was surgically explanted due to exhibiting high pacing thresholds 5.5@2.0ms, with a suspected twiddlers syndrome. Besides surgical intervention, no adverse patient effects were reported. No new system implanted at this time. The rv lead is expected to be returned for product analysis. New information confirmed that this rv lead was discarded at the facility and will not be turned. The device and the right atrial (ra) lead were discarded and will not be returned.